Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use of the subject device, the error e216 which indicated that there was the communication problem about a minute after turned on the power. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device and could not duplicated the reported phenomenon however found the perforation on the universal cord. Omsc surmised that the reported phenomenon might be attributed to the temporary contact failure due to the adhesion of the dust and/or foreign material to the electrical contacts or ingress of moisture from the perforation on the universal cord. If additional information becomes available, this report will be supplemented.